Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 3 when a test strip was inserted and a battery and booklet icon appear on their freestyle flash meter. Additionally, the customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.